Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing during a sub total gastrectomy, the yellow tab was removed and the breakage checked was performed however the stopper was deformed. It was stated that the attaching was performed without problems and there was no mistake before the opening and closing check. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient injury.